Event description:
The patient presented with a headache and an infection two days after a procedure which involved the stammberger sinus dressing. The doctor removed the product and noted that the foam was harder and difficult to remove. No further details were provided, however no additional patient complications have been reported at this time.

Manufacturer narrative:
The product, used in treatment, was not returned for evaluation. A relationship, if any, between the product and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the product in question was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. It is possible the product was not sufficiently hydrated with lactated ringer solution or water, which could delay the timeline for product dissolution. It is also possible the patient did not irrigate properly after implantation. Any residual dressing that has not dissolved or left the surgical site through normal outflow passages may be easily aspirated at the discretion of the surgeon. There were no indications that would suggest that the product did not meet product specifications upon release into distribution.